Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed to reposition this implantable cardioverter defibrillator (ICD) to a submuscular device pocket as it was implanted in a superficial subcutaneous position. Prior to the procedure all measurements of this unknown right ventricular (rv) lead were within normal limits and shock therapy was programmed off. Following the revision procedure the device was re-interrogated and a message to check the shock lead was observed indicating either a high or low out-of-range shock impedance. It was noted that all rv lead measurements were similar to pre-revision values and shock therapy was programmed on once again. The responsible field representative discussed the issue with boston scientific technical services (ts) who stated the issue may be related to the device performing daily measurements during the revision procedure while the device was being manipulated. The patient discharged home the following day and will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.